Event description:
The customer reported that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualifications were reviewed as the product lot number was not provided.